Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed severe allergic reaction/ endophthalmitis post lens implant. Additional information including product information has been requested but has not been received.

Manufacturer narrative:
The lens was not returned to b+l for evaluation and the lot number of the device was not provided therefore a device history record review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.